Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2018, a needle included in the (B)(4) trapsystem bone marrow biopsy tray broke at the hub during the procedure. The broken needle remained in the patient's buttock post procedure which required surgical removal of the needle. Subsequently, the needle was retrieved in its entirety and the pain was resolved. There was a 48 hours delay in the procedure but did not influence the patient's outcome. No further patient complications were reported.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. The DHR for w1702208 (3805249-ima) was reviewed and no ncmr or other issue was found related to the complaint failure mode. A complaint investigation (failure analysis) and determination of root cause is not possible as the complaint could not be verified because the product sample was not returned in order to verify the complaint.